Event description:
The facility was contacted for additional info. In speaking with the reporter of the event, it was learned that this pt had previously been a dialysis pt whose kidneys regained function. The pt was off dialysis for 3-4 months and had to restart dialysis again. This treatment resulted in an event of respiratory failure. The blood was returned to the pt at the time of the event. The pt was transported to the hospital. Additionally it was learned that the pt had used this dialyzer before, most recently the past couple of weeks without incidence. It was reported that the pt is doing fine and continues dialysis with use of a different brand of dialyzer. There is no sample for an evaluation.